Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During a total hip arthroplasty the liner would not seat in the cup. Another liner was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visually examination of the liner identified scratches, material deformation around the scallops and the rim. The locking bar was also damaged. The damage was likely caused during attempted implantation and removal. Based on the damage to the liner, the complaint is confirmed. Dimensional measurement around the undamaged area on the liner showed conforming to print tolerances. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant medical products - biomet g7 acetabular cup, catalog#: 01000668, lot#: 3445221.

Manufacturer narrative:
(B)(4). Examination of returned device found no evidence of product non-conformance. Visual examination of the liner identified scratches, material deformation around the scallops and the rim. The locking barb was also damaged. A conclusive root cause of the event could not be determined with reported information. Corrective action has been initiated to address reported issue. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."